Event description:
The patient's mother reported that at times the patient's infusion device turns off and on again without displaying an error/alert message. She stated this occurred a couple of times last week while she was trying to change the insulin cartridge. When the infusion device turns on again the time/date has to be reset. She stated she always uses the same type of battery in the infusion device. On the morning of the report the patient's blood glucose was elevated to 484 mg/dl. The patient switched to the backup infusion device. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.